Event description:
The customer reported getting a recurrent error 10003.

Manufacturer narrative:
The customer reported getting a recurrent error 10003. The device was evaluated locally. The issue was localized the issue to the external data card being full. The issue was resolved by clearing all the stored events on the data card.